Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with apple juice. The customer was advised to speak with their health care provider about making changes to the settings on their insulin pump to best suit the customer's needs. The customer was educated on how to run the reports from their device. The customer did not return the product back for analysis.